Manufacturer narrative:
The reported event is confirmed supplier related. Visual evaluation noted two inflation devices were returned to atrion inside a plastic bag. Upon receipt of the complaint devices a visual inspection was conducted. During the visual inspection, it was noted that the gauges were broken from the inflation device housings at the glue plug area. On the second device an unknown dried adhesive was found on various parts of the gauge and glue plug. The needle on the gauges was also noted to be within the zero position. However, functional testing could not be performed on the inflation devices due to the gauge being detached from the inflation device body. A review of the DHR did not show any problems or conditions that would have contributed to the reported event. A labelling review is not required as labelling would not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the pressurization pump for the x-force u30 ureteroscopic balloon dilation catheter leaked water.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pressurization pump for the x-force u30 ureteroscopic balloon dilation catheter leaked water.